Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot, and broken battery tube threads. No cracks on lcd display window noted during visual inspection.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 776 mg/dl. Customer had symptom of not feeling well. Customer was hospitalized due to high blood glucose. Customer was hospitalized for two days and was treated with insulin drip and saline solution. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that display screen and battery compartment had two big cracks. Customer was advised that insulin pump would need to be replaced.